Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Time: 6:19 am. Blood glucose: 275 mg/dl. Bolus: 4.5u. Time: 11:57 am. Blood glucose: 379 mg/dl. Time: 11:58 am. Blood glucose: 362 mg/dl. Time: 11:59 am. Blood glucose: -7g carbs. Bolus: 12.65 u. Time: 3:58 pm. Blood glucose: high. Bolus: 9.0 u. Time: 4:34 pm. Blood glucose: high. Pod deactivated. The customer reported that he was vomiting and that he went to the ER for treatment. When the pod was removed it was noticed that the cannula was a bit bent. The pod was discarded.